Event description:
During an in clinic follow up, far field r wave oversensing and pacemaker mediated tachycardia (pmt) was observed on the device. Reprogramming was recommended but has not yet been performed. The patient was stable and will continue being monitored.